Manufacturer narrative:
Additional information received reported that it was noted that the source of false lumen perfusion was a discreet distal entry tear which caused a retrograde distal dissection of the abdominal aorta. It was noted that the false lumen status at the level of the stented segment was partial thrombosis. There was also a hematoma in the infra renal aortic wall. It was reported that this resulted in a new clinical event or intervention. The false lumen patency was resolved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft wad implanted distally to a previously deployed valiant stent graft which had been implanted approximately 20 days earlier for endovascular treatment of type b thoracic aortic dissection and 6 cm in diameter thoracic aorta aneurysm. Pre-implant screening showed that the proximal false lumen started in zone 3 and extended to the descending thoracic aorta. It was reported that, during a follow up examination performed approximately 22 months post procedure, a retrograde flow abdominal entry tear in the false lumen was observed. A secondary endovascular procedure with embolization was performed to resolve the false lumen enlargement and to resolve false lumen patency. No other clinical sequelae were reported.